Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing driveline communication faults. Log files were submitted for review, and the event log file captured constant driveline comm faults throughout the data capture. Both the patient's system controller and modular cable were exchanged on (B)(6)2025 for the patient's backup controller, which resolved the driveline communication faults.

Manufacturer narrative:
D6a - date of implant: corrected to blank. G2 - report source: corrected. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted and data from the reported event date of 07jan2025 was reviewed. At the start of the log file at 10:48:49 while connected to wall power, a driveline communication fault alarm is active. This driveline communication fault alarm is active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.